Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set came apart from the plastic adapter. The patient reconnected the devices and did not report the event to the pd nurse for 4 days. The patient developed peritonitis and was hospitalized 2 days later. The peritonitis was manifested by cloudy effluent. 2 days prior to hospitalization, the patient was treated with intraperitoneal (ip) cefazone (dose and frequency not reported) and ip ceftazidime (dose and frequency not reported). The cause of the peritonitis event was reported to be the transfer set came apart at the plastic adapter. The same day as admission, cefazine and ceftazidime were discontinued and ip cefepime was started (dose and frequency not reported). The patient was discharged 2 days after admission. On an unknown date, treatment with cefepime was discontinued. At the time of this report the peritonitis event was ongoing and improved. Additional information was requested but is not available.